Event description:
A report received from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
The customer reported to have replaced the gui printed circuit board (pcb) and required for the covidien customer support engineer (cse) to upgrade to software. The covidien cse verified the reported malfunction and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. Covidien ref: (B)(4).